Manufacturer narrative:
This report is for an unknown nail head elements: fns bolt/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent revision surgery to have femoral neck implant removed due to pain. When the implant was removed, the distal locking screw was cold welded to the plate and needed to be cut with a diamond tipped drill bit. The patient experienced pain one (1) year after the initial surgery. The date of the initial surgery is unknown. The patient was revised with a total hip replacement. There is no further information available. This report is for one (1) unk - nail head elements: fns bolt. This is report 3 of 4 for (B)(4). This complaint is related to (B)(4).